Event description:
Boston scientific received information that this right ventricular (rv) lead was alleged to have experienced a fractured proximal coil, consistent with clavicular/first rib crush. The calling bsc field representative reported the fracture was visually identified when the patient's implantable cardioverter defibrillator (ICD) was replaced for normal battery depletion. The representative reported that lead impedance measurements were normal when the lead was tested with the delivery of low- and high-voltage shock therapies. A bsc technical services (ts) consultant discussed that replacement of the lead would be at the discretion of the patient's physician, and suggested additional testing of the lead's integrity by conducting impedance measurements with the patient's arm extended. The representative subsequently reported the lead remains in service, with the device programmed to remove the proximal coil from the circuit. There were no reports of adverse patient effects. Additional information has been received that approximately two years after the initial event, this right ventricular (rv) lead exhibited noise and has been surgically abandoned due to a suspected lead fracture. A new rv lead was implanted, and no adverse patient effects were reported.

Manufacturer narrative:
This report will be updated if additional information is received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.